Event description:
This rv lead was implanted on (B)(6) 2018 and remains implanted at this time. In a form received on 05/02/2018, it was noted that this lead had multiple repositionings during an implant procedure on (B)(6) 2018. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).